Event description:
(B)(4). Every period with this, essure, every other period since it was placed , it feels as if the coil is moving. It makes me look as if I am 6-8 months pregnant. The first two days of my period I am stuck in the fetal position. I get constant migraines, which I never had previous. The only option in michigan is a hysterectomy. Only some doctors will mess with essure.